Manufacturer narrative:
According to the facility on (B)(6) 2023 "the patient got up to walk and the foley catheter fell out and the balloon was completely empty after 10ccs of saline were used to inflate". Per the facility an additional catheter was required for the patient. No additional information is available at this time. A sample was returned, however, a definitive root cause could not be determined. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2023 "the patient got up to walk and the foley catheter fell out and the balloon was completely empty after 10ccs of saline were used to inflate".